Event description:
The manufacturer received information alleging the device doesn't work. During the evaluation of the device at the manufacturer's service center it was discovered that a strange vibration noise is produced during inhalation and exhalation, due to a failure in the valves of the oxygen module that do not open or close properly. The oxygen blending module was replaced to address the issue.